Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (extremely large left atrium and aorta hugger) and image resolution poor as visualization of the anterior was reported to be challenging. The image resolution poor was related to patient and procedural circumstances as visualization of the anterior leaflet was reported to be challenging due to the patient anatomy. The difficult or delayed positioning associated with leaflet grasping and anatomy were related to patient morphology/pathology. The unchanged mr appears to be related to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had an aorta hugger and had a very large left atrium, which made it challenging to place the clip above the jet and achieve perpendicularity. Visualizing the anterior leaflet was challenging. After several maneuvers the clip was advanced to the left ventricle grasping was performed. Mr reduced to mild to moderate however the mean pressure gradient was between 7-9mmhg. The clip was repositioned, grasping was difficult due to the long anterior leaflet and a short anterior leaflet. After several grasp attempts, including independent grassing; a good grasp was achieved. Mr reduced to mild to moderate and the mean pressure gradient was 4-5mmhg. After clip deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. Surgery or medical therapy will be considered in the next three to four weeks. No additional information was provided.